Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint is for a low drain volume alarm during use. The patient reported to seeing air in the patient line. Therefore, the complaint was confirmed based of the patients? Observation of air in the patient line, and the assignable cause was determined, because, air in the patient line can cause a low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During troubleshooting for a low drain volume alarm the home patient reported air in the patient line. The tsr advised the hp to end therapy and started over with new supplies. The tsr walked hp through ending therapy procedure. The hp ended therapy and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2011 regarding the low drain volume alarm with air in the patient line. The hp reported that the issue was resolved, but he did not know the cause of the air in the patient line. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.